Manufacturer narrative:
This report is submitted on march 10, 2022.

Event description:
Per the clinic, the patient refused the use of device. Hardware exchange of external devices were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on august 26, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and there are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on june 17, 2022.